Event description:
It was reported that the procedure was to treat a first diagonal and mid left anterior descending (lad) artery. The patient presented with a st elevated myocardial infarction (stemi). A 2.0 x 12 mm mini trek balloon catheter was being used for pre-dilatation in the first diagonal; however, the balloon could not be inflated because at 8 atmospheres there was contrast medium seen coming out of the guiding catheter. The contrast filled the left coronary causing interruption of blood flow. The balloon catheter was removed and a hole was found in the shaft. A 3.0 x 18 mm and a 2.75 x 8 mm xience xpedition stents were deployed in the first diagonal to restore flow in the left coronary. The patient was given reopro and nitroglycerin. The procedure was completed by treating the lad. The final patient outcome was good. There was a 10-15 minute delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation difficulty and torn shaft were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: bmw universal. Inflation: indeflator 20/30. Guide cath: terumo bl3.5. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: a cine was received and reviewed by an abbott vascular clinical specialist. The images received confirm that post initial inflation of the mini trek balloon catheter, no flow was visualized on the angiogram. This lack of flow was treated with stenting of the 1st diagonal and subsequently the lad. Flow was diminished after the leaking of the mini trek balloon catheter but the lad was 100% occluded prior to any treatment. Wiring of the vessel increased flow which was then diminished by the balloon rupture. The leaking of the balloon did impact the 1st diagonal more than the initial stemi but there was clot present within the 1st diagonal prior to the initial inflation as well.